Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The manufacturing records had been reviewed and did not find any anomalies or defects noted. The provided surgical notes were unremarkable. This is the only complaint for this part lot combination. With the information provided, a definitive root cause for the stem loosening cannot be determined.

Event description:
It is reported the patient was revised due to pain. The stem had minimal bone growth on it and both the stem and head were replaced.

Manufacturer narrative:
This report will be amended when our investigation is complete.